Event description:
Maude event report #(B)(4) was rec'd and the report stated: upon grasping tissue laparoscopically with the intent of deploying the sealer/divider function of the device. The device did not function 2 times. Although it registered on the monitor screen as if it had functioned. On the third attempt of use, the device worked as expected and subsequently on multiple uses throughout the case. However, at the end of the case, upon drawing back the drapes and revealing the portholes, a very small (0.5mm) area of thermally damaged tissue was in evidence along the wound edges of the porthole. It was as if heat had transferred from the device through the plastic port to the skin. No other add'l info was made available as the info was rec'd with limited info on the maude report. This report was forwarded to covidien by the FDA. The FDA was asked if the customer contact info could be provided and covidien was informed that no customer info would be forthcoming.

Manufacturer narrative:
(B)(4). To date the incident sample has not been rec'd at covidien did not include site contact info, so no f/u on the device and incident could be performed. If the sample is rec'd or if add'l info pertinent to the incident is obtained a f/u report will be submitted.